Manufacturer narrative:
Date of birth - not provided. Approximate age of device - 2 years, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported on (B)(6) 2018 that the customer requested to have the patient¿s log file evaluated due to patient history had low voltages and no external power battery alarms observed on (B)(6) 2018. The manufacturer¿s technical services representative reviewed the submitted log file and observed a no external power alarms while the patient was on mobile power unit.

Manufacturer narrative:
Manufacturing evaluation conclusion: the device was not returned for analysis, limiting the investigation to the review of the device history record and information provided by the field. The mpu used at the time of the reported event was not returned for analysis. As a result, the root cause of the ac power loss to the mpu could not be conclusively determined. The mpu listed under the patient's equipment history is serial number (B)(4). This mpu was manufactured prior to the ac power cord upgrade and there was no work order indicating that a new v-lock ac power cord was provided. The mpu remains in use and no further issues have been reported at this time. Reports of similar events will continue to be tracked and monitored. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.